Manufacturer narrative:
Additional information was received that the patient had no skin breakage.

Event description:
A report was received that the patients ipg was poking out of the skin and was causing pain. The leads from the battery that goes up to the anchor was also causing pain. It was noted that the patient had lost a significant amount of weight. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50 cm. Model#: sc-4316, lot#: 18596757, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's ipg was poking out of the skin and was causing pain. The leads from the battery that goes up to the anchor was also causing pain. It was noted that the patient had lost a significant amount of weight. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was poking out of the skin and was causing pain. The leads from the battery that goes up to the anchor was also causing pain. It was noted that the patient had lost a significant amount of weight. The patient will undergo an explant procedure.